Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported it was unknown if the communication issue had resolved but no further issues had been reported. It was clarified "half the body became slanted" was meant to indicate "half the body [was] leaning to the side." No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional via a representative reported the physician was asking why the therapy on displayed on the start session screen showed 0% when he had interrogated the implantable neurostimulator (ins) in which the stimulation was kept on all the time. The physician was puzzled that sometimes it would display 100% and sometimes 0% while the stimulation was on. It was noted that it might be that the physician interrogated several times within the short period of time. Additional information received september 15, 2017 reported no interventions were planned for the inability to communicate with the left implantable neurostimulator (ins). No complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 8840, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a representative regarding a patient who was implanted with a neurostimulator for parkinson's disease. It was reported when the implantable neurostimulators (inss) were being checked by the clinician programmer, there was an unusual feeling experienced for the indication of "therapy on." Additionally, when the devices were being checked with the clinician programmer, the stimulation on the left side device was turned on but "therapy on" was 0 percent. When the patient programmer communicated with the inss, the right side was able to communicate without any issue but the left side could not. While on the phone with the physician, the representative confirmed the inss were off when the patient had visited outpatient, but the physician turned on and off repeatedly while the patient was at outpatient. It was noted after the physician had confirmed the therapy on was at 0 percent, that stimulation may have been turned on. It was reported after the right sided ins was communicated with the patient programmer, the power was still on. The patient programmer was used to communicate with the left ins but failed. It was indicated the initial issue had resolved but the issue of the clinician programmer being powered on and off to confirm "therapy on" while stimulation was on and the issue of therapy on being sometimes 0 percent and sometimes 100% had not been resolved. It was indicated that there might be an issue with specification of the clinician programmer, and the clinician programmer may not have malfunctioned. There was no surgical intervention performed and none was planned. The patient outcome was alive with injury, where injury was noted to be "the half body became slanted." It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. No actions/interventions had been taken. The issue was not resolved at the time of report. No further complications were reported/anticipated. Reference manufacturing report # 3007566237-2017-03047 for report on other ins.